Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was successfully implanted during a transcatheter aortic valve implantation. There were no issues noted with the implanted valve during or after the procedure. After the procedure in the recovery room, the patient had a cardiac arrest. The patient could not be reanimated, and the patient passed away. Prior to the procedure, the patient was reportedly weak with right ventricle fraction of 15% and right bundle branch block.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that the patient had a cardiac arrest after the procedure in the recovery room. Information from field indicated that the valve was successfully implanted with no issues during or after procedure. The patient could not be reanimated, and expired. It was reported that the patient was reportedly weak with right ventricle fraction of 15% and right bundle branch block prior to the procedure. No additional information was provided. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident is consistent with a severely calcified aortic annulus, but could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.